Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when camera was connected to the tower, it was constantly flickered during inspection for use, involving an olympus autoclavable camera head. There was no patient involvement reported.